Manufacturer narrative:
[Mw5084233].

Event description:
It was reported via medwatch that during midline insertion while pulling out the introducer and guidewire, pt went into spasm and the tip of guidewire was left inserted and was unable to be retrieved.